Event description:
It was reported on (B)(6) 2024 during saline infusion following infusion of chemotherapy at facility the nurse on duty detects leakage of jet solution from the central venous catheter at the point of insertion. The actual break is found and it is scheduled device replacement. Cvp is placed for the execution of chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.